Event description:
It was reported the device overheated during testing conducted by a manufacturer field service technician at the user facility. The complainant was unaware of any patient involvement, delay, medical intervention or adverse consequences.